Event description:
Per op report: this valve was explanted due to paravalvular leak. The pt presented with "class IV congestive heart failure, a severe paravalvular leak at the mitral annulus, tricuspid insufficiency, and a history of lyme disease in 1999 from wich all of their most recent medical illnesses date". At explant, the valve was noted to be "anchores in place" with all sutures "intact". On the medical side of the anterior leaflet, there was "clear erosion of the annulus with some exudative material" that was thought to have possibly been an "old abscess". The valve was then replaced with sjm 27mt-103.